Event description:
It was reported that during a coronary artery stenting treatment procedure, stent damage occurred. The 75% stenosed target lesion was in the calcified and moderately tortuous proximal left circumflex (lcx) artery which had restenosis with a non bsc stent. The target lesion was predilated with a non bsc device and ivus was used. The 2.50x24mm taxus express2 drug eluting stent (des) had been advanced to the target lesion, but was unable to cross the distal side of the lesion. The stent delivery system was withdrawn from the pt and it was noted that the stent strut of the proximal edge was lifted up. The lesion was then dilated several times with an unspecified balloon but the device was also not able to cross the lesion and the procedure was not completed. There were no pt complications reported with the pt's current condition listed as "good".